Event description:
Facility alleges blood leak during dialysis. Rn reports leak occurred at start of treatment. Blood leak alarmed; dialysate pink. Blood post pump not returned. Estimated blood lost 150 cc. Dialyzer replaced. No further medical intervention required.